Event description:
It was reported that the patient received inappropriate therapy. Prior to explant, no electrical anomalies were detected. Lead was explanted and replaced. During the explant procedure, the physician could not insert the stylet past the suture sleeve.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.